Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had air bubbles in reservoir. The customer's blood glucose level was unknown. The customer stated that they had air bubble in the reservoir of approximately size 0,2 - 0,3 cm. Customer stated that the pump was unable to rewound with the reservoir in place and stated that they already got air bubbles out. The insulin pump will not be returned for analysis.